Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented with acute myocardial infarction (ami). The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery (rca). Using a non-bsc catheter, a 28mmx3.50mm promus premier stent was advanced to treat the lesion, however, the device was unable to cross the lesion due to the tortuosity of the vessel. The device was removed from the patient and it was noted that the distal edge of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.